Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 4 tubes were missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Upon evaluation, it was identified that several tubes in the photo were missing labels. Additionally, 100 retained samples were visually examined, and no missing labels were observed on these samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.